Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 33-year-old caucasian female patient who underwent primary breast augmentation surgery with a 400cc mentor memorygel right breast implant and a 375cc mentor memorygel left breast implant experienced bilateral capsular contracture baker grade iii, heart palpitations, weight gain, brain fog, anemia, breast lump and pain post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On july 18, 2023, mentor was notified that the patient was rescheduled for bilateral removal without replacement on (B)(6) 2023. On august 03, 2023, mentor became aware that the patient was previous scheduled for bilateral removal on (B)(6) 2021; however, this information was not reported in this report. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness, capsular contracture. Date of explantation: (B)(6) 2023. Refer to manufacturing report number 1645337-2020-02711 for the contralateral event. Manufacturer¿s reference number: (B)(4) in the initial, it should have been reported that the patient was scheduled for bilateral removal without replacements on (B)(6) 2021. As such, b2 is required intervention should have been checked and h6 health effect - impact code and h6 type of investigation should have been populated with device explantation (f1903) and device not returned (b17), respectively. Additionally, since the patient experienced generalized illness, h6 investigation conclusions should have included cause not established (d15).

Manufacturer narrative:
On january 05, 2024, the mentor analysis lab received the suspect medical device for evaluation. On january 11, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer¿s reference number: (B)(4).